Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the results of the x-ray were unknown because the doctor's office has the results. The cause of the patient recharging issues was due to it being painful for her to charge, so she was having a hard time keeping it on her skin. The patient was sent a new recharger. The recharging issue has been resolved. No further information was reported.

Manufacturer narrative:
Product ID: 977c165, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and a manufacturer representative (rep). It was reported that the patient was having pain at the battery pocket site. The patient had a revision of the pocket site but they were still having issues. The rep said the patient tried icing the site and turning the stimulation off. It was noted that the issue was not resolved at the time of the report but an explant was scheduled for (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient is having a difficult time recharging her battery (poor recharger quality). It won't connect unless it's in a certain position. The patient slipped and fell on her back, twisted her back., and now she has pain like she was before getting the device. The patient stated her ins battery is now depleted to off and now she is having trouble getting the implant to charge back up. It is now painful at the ins site. The patient said that she can feel where her implant battery is because it bulges out near the skin and said that applying even a little pressure from the recharger antenna will cause her to be really tender and sore. The rep checked impedances and connectivity and everything was good. The patient tried taking out the lithium battery pack and reinserting, but this didn't resolve the issue. The patient controller (pc) is showing no device found (screen 16). The patient ins was confirmed to be discharged. The patient was walked through passive recharge session and the controller was able to communicate with the implant. The patient kept seeing the "poor recharge quality, reposition recharger and try again. (Screen 76)", so the patient was unable to charge their implant. The patient also stated that they contacted their doctor because the implant incision is still sore and it's been over a month since being implanted. The patient is having x-rays done and the pa told her to ice the site and take anti-inflammatories. The rep tried to help the patient recharge, but the area is too painful. It is unknown if the issue was resolved at the time of the report. No further complications were reported. No additional patient symptoms were reported.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the patient presented to the hospital because she was experiencing pain at both the pocket and spine incisions. The patient¿s system was checked after the fall and her stimulator was unaffected and worked properly. The health care provider had been monitoring the patient since she came in with the issue. The system was successfully interrogated and all impedances and connections were normal. The patient did not wish to be reprogrammed and the stimulation was working as expected. The health care provider is talking about moving the pocket site or potentially doing a full system explant on (B)(6) 2019. There were no further complications reported.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 977c165, lot# serial# (B)(4). Product type lead, product ID 97755, serial# (B)(4). Product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative and it was reported that the patient had their stimulator moved from one side to the other. They only had pain at the battery site. No further complications were reported or anticipated.